Event description:
Customer reported he was changing his battery and the insulin pump alarmed unexpected restart. Customer's blood glucose was 121 mg/dl. Unexpected restart, external ram error, and low reservoir alarms were noted in the device alarm history. Customer stated a temp basal alarm was programmed before the alarm occurring. The device was not stored or not in use for an extended period of time. Alarm occurred shortly after battery was inserted. Self test was performed and device passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.